Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had green screen. The issue was identified during laparoscopic callosectomy. The procedure was completed using a similar back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented, scratched objective window at distal edge, chipped prong of light guide, debris under cover glass. A definitive root cause could not be identified. Based on the investigation findings, the most probable cause of the reported poor image quality with a green screen is an electronic component failure. The scratched and dented objective window at the distal edge is most likely attributable to component damage resulting from stress. The most probable cause of debris observed inside the cover glass could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.